Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the washer/disinfector's door seal required replacement. The technician replaced the door gasket, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their amsco 7053hp washer/disinfector onto the floor. No report of injury.